Event description:
It was reported that the patient was experiencing syncope and palpitations. A lead warning was noted for low impedance on the right atrial (ra) lead. Impedance measurements appeared to be chronically low/stable. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6) 1997.